Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse calibrated the flow sensors, expiratory valve, and atmospheric pressure, which resolved the reported issue. The ventilator passed testing and calibrations. (B)(4)..

Event description:
Covidien received information of a ventilator becoming inoperable. The malfunction did not occur during patient use.